Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the 8mm force bipolar instrument had non-intuitive motion. There was difficulty manually manipulating the instrument tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a loose pitch cable at the distal end. A loose pitch cable at the distal end is often caused by something else in the backend (ex: broken cable, cracked clamping pulley, loose clamping pulley screw). The plastic housing was removed, and the instrument was found to have a loose pitch cable at the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause for this failure is attributed to a loss of cable tension which may have resulted from a stretched cable.

Event description:
Refer to h11 for follow-up information.